Event description:
It was reported that stent dislodgement occurred. A 5.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the device, the stent detached from the balloon inside the patient. The device was removed successfully and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 5.00 x 24mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft. The polymer extrusion was stretched near the port exchange and was broken, 55.5cm from the tip of the device. The guidewire, used by the physician, was received loaded through the inner /guidewire lumen. However, due to the stretching and bunching of the extrusion, the extrusion was stretched down onto the guidewire, preventing the removal of the wire from the lumen. The stent was not attached or returned. Although the balloon had stent crimp markings, it seemed the balloon was subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement occurred. A 5.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the device, the stent detached from the balloon inside the patient. The device was removed successfully and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.